Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro 2 c-arm bent and was unable to be retracted back into cannula. New device opened to finish case.

Manufacturer narrative:
Tw # (B)(4). Updated sections: a2, a3, a4, b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. The device was returned to the factory for evaluation on 12/04/2025. An investigation was conducted on 12/04/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be intact. The scope wash tube was observed to be bent closest to the base of the c-ring. The blue toggle was manipulated to extend and retract the c-ring. The c-ring was able to be retracted and extended. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical c-ring" was not confirmed, however, the reported failure "bent scope wash tube" was confirmed. A manufacturing engineering evaluation conducted. The complaint was confirmed for the reported failure "material twisted/bent". The complaint was not confirmed for the reported failure "mechanical problem". A visual inspection was performed. There were signs of clinical use and evidence of blood observed. The c-ring was observed to be intact. There was a bend observed on the scope wash tube. The c-ring slider (blue toggle) was manipulated to extend and retract the c-ring. The c­ ring was able to be retracted and extended. No other visual defects were observed. The c-ring was able to be extended and retracted, indicating there was no impedance from the travel of the c-ring itself. The failure mode was able to be recreated on another evh cannula subassembly by impeding the travel of the scope wash tube with a rounded object near the blunt tip as the c-ring slider was being retracted. Based on the manufacturing engineering evaluation results, the reported failures "mechanical c-ring" was not confirmed, however, the reported failure "bent scope wash tube" was confirmed. The lot # 3000503012 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital reported that the vasoview hemopro 2 c-arm bent and was unable to be retracted back into cannula. The issue occured during the procedure. New device opened to finish case. There was no delay, and no harm to the patient occurred.